Event description:
Device explant/ revision due to device malfunction. Dates of use: (B)(6) 2014 - (B)(6) 2017. Diagnosis or reason for use: gastroparesis. On (B)(6) 2017: device revision due to malfunction (implant device (B)(4)).